Manufacturer narrative:
D4 - primary unique device indentifier (UDI)#:(B)(4) "UDI related data quality updates only" h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture and residue/debris on product. Visual inspection found no visible damage to lens.dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.0/2.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. On (B)(6) 2024 the lens was exchanged for a longer length lens, this resolved the problem. Cause of the event is reported as unknown.